Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown morphine drug and bupivacaine via an implantable pump for non-malignant pain. It was reported that the patient (pt) was asking if there's a way to check their personal therapy manager (ptm) if the pump is working because they feel like their body is 'buzzing', like they are 'jumping out' of their skin and they don't feel good after they used 'narcan'. Pt stated they think that there's something wrong with their pump. Patient said the issue started yesterday.